Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not functioning on the alternating current (ac) power supply. At this time, it is unknown if there was patient involvement. Medtronic was not authorized to evaluate/repair the device. A third party service provider inspected the device and found that the power supply needed to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not on a patient at the time of the event. A third party service provider replaced the power supply. The ventilator passed all testing and was returned to the customer for use in treatment.